Event description:
In 09/2004 - this pt was admitted with a history of near syncope and repeated shocks from their ICD. Pt as admitted for presumed lead replacement. Pt went to the cath lab, adn it was found that the leads were fine, but the ICD generator needed to be replaced. The pt was discharged to home in 10/2004 in stable and satisfactory condition.